Event description:
Minimed app suddenly stopped working after an update. My phone displays important information about the status and functionality of my insulin pump. I bought the phone because it was compatible, it worked for a few months, but after a simple update, the system no longer works. Minimed has no current fix, it's been weeks. This is a life safety device that no longer works as advertised. The app reviews show many similar complaints. This new product is simply not ready for the market. They expect customers to buy a new phone whenever android updates?